Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of device') in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of device') in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case became valid and serious incident. Essure implant date and removal details added. Previously reported event of adverse event replaced with medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('one fallopian tube with mild acute inflammation'), oophoritis ('oophoritis') and device breakage ('there was small piece of wire, which he believed to be associated with the guidewire as the coil') in an adult female patient who had essure inserted. The patient's medical history included pelvic pain. Concomitant products included alprazolam (xanax), medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos, ondansetron (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, oophoritis and device breakage outcome was unknown. The reporter considered device breakage, oophoritis and salpingitis to be related to essure. The reporter commented: trailing coils in uterus: 1(left), trailing coils in uterus: 6(right) double essure coils in left fallopian tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('one fallopian tube with mild acute inflammation'), oophoritis ('oophoritis') and device breakage ('there was small piece of wire, which he believed to be associated with the guidewire as the coil') in an adult female patient who had essure inserted. The patient's medical history included pelvic pain. Concomitant products included alprazolam (xanax), medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos, ondansetron (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, oophoritis and device breakage outcome was unknown. The reporter considered device breakage, oophoritis and salpingitis to be related to essure. The reporter commented: trailing coils in uterus: 1(left), trailing coils in uterus: 6(right) double essure coils in left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporter information, medical history added. Events: there was small piece of wire, which he believed to be associated with the guidewire as the coil, one fallopian tube with mild acute inflammation, oophoritis added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.